Event description:
A (B)(6), male, patient, contacted zoll customer support to report that his monitor was not powering up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power up) has been confirmed. Upon evaluation the monitor would not power on. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from defective flash memory chips. The patient received a replacement monitor.